Manufacturer narrative:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that device was manufactured to specification.

Event description:
A revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.